Manufacturer narrative:
H.6. Investigation summary: material #: 367955. Lot/batch #: 2171047. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for some sample quality issues including red cell hang-up. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified and the photo provided. A corrective and preventive action was created to address the issue. Material #: 367955. Lot/batch #: 2171047. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for erroneous results with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Erroneous results: certain assays are excluded from our protocols, therefore we are unable to perform internal testing at this time for serology testing. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes the tube had red cell hang up and a false negative result was obtained. Tube had a new analysis performed with a positive result. There was no patient impact. The following information was provided by the initial reporter, translated from french to english: a film has formed above the serum (after centrifugation). This film is "pierced" by the needle of the automat and the result is falsely negative during the first passage. In view of the result, the tube was taken back and the film "broken" by the technician for a new analysis with a positive result. The pre-centrifugation times were respected and the patient taken did not present any particular pathology. No transmission of erroneous results on this one but in the absence of discordant antecedents, there is no reanalysis and therefore potentially a false result returned.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes the tube had red cell hang up and a false negative result was obtained. Tube had a new analysis performed with a positive result. There was no patient impact. The following information was provided by the initial reporter, translated from french to english: a film has formed above the serum (after centrifugation). This film is "pierced" by the needle of the automat and the result is falsely negative during the first passage. In view of the result, the tube was taken back and the film "broken" by the technician for a new analysis with a positive result. The pre-centrifugation times were respected and the patient taken did not present any particular pathology. No transmission of erroneous results on this one but in the absence of discordant antecedents, there is no reanalysis and therefore potentially a false result returned.